Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this right ventricular lead and pacemaker displayed noise, oversensing and loss of capture. The noise was able to be recreated with isometrics. Both high and low impedance measurements were also reported. The pt reported not feeling well. During the lead revision procedure, visual inspection of the lead noted an outer insulation abrasion near the pocket area. The noise and oversensing were reproduced during the procedure with manipulation of the lead near the abrasion site. The lead was explanted and replaced with a new lead. There was no report of adverse pt effects due to the explant procedure. The abandoned lead has not been returned for analysis; therefore, boston scientific cannot confirm this clinical observation. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.